Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-lage clip applier instrument to perform failure analysis. The instrument was analyzed and found to have a loose grip cable at the grip hub. The instrument failed the intuitive imprecise motion test. A clip test was performed and failed. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm medium-large clip applier instrument clips would not fire correctly. The procedure was completed with no reported injury.

Manufacturer narrative:
Correction to h8 field - updated to initial use of device. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was inspected prior to use with no issues noted. The incident occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip applier would only partially close, not enough to fully close the clip which led to incomplete closure of the clip. Medium-large clips were used for the procedure. Per the scrub technician in the case, the issue was not on first application. Unsure if it was second or third application. A new instrument was opened and the instrument in question was removed from the surgical field. Once the product complaint was filed, customer believed the instrument was sent out but not sure where.

Event description:
Refer to h11 for follow-up information.